Manufacturer narrative:
MDR is being filed even though physician thought the rash was a probable yeast infection since contact dermatitis was not ruled out with complete certainty.

Event description:
The pt had a mammogram in 2007. Ten days later, she presented with a complaint of stinging and a rash under both breasts, "similar to poison ivy." She was examined by radiologist, lead mammo tech and mammo tech. They did not see anything they considered to be abnormal except for some irritation you see with large breasted women. The pt chose to go to her attending physician who diagnosed her with a probable yeast infection (candidiasis) or possible contact dermatitis. She was given medications for the yeast infection.